Event description:
It was reported that a pioneer plus catheter was used for a peripheral procedure in a severely calcified sfa. During advancement, the catheter got stuck on the non-philips wire; therefore, removed as a system. Additionally, it was noted that the catheter had a bump on the monorail, where the wire comes out. A new pioneer catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the pioneer plus catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not provided by the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned, thus no product investigation performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the pioneer plus catheter was returned without the non-philips guidewire. Visual inspection found a damaged rx exit port, which aligns with the reported complaint that a bump was present on the monorail (exit port). During functional testing, the catheter failed the guidewire movement test due to resistance encountered. Block h6: the probable cause of the reported failure (removal as a system) is damage during use/handling. Manipulation, strain, impact, and applied force associated with use and handling can further affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.